Event description:
Event description cpi received information that this bipolar lead was removed due to low threshold measurements. An invasive procedure was performed, the lead had dislodged but the physician could to reposition the lead, he elected to cap the lead and replace it with a screw-in type electrode. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.